Event description:
An ophthalmic surgeon reported the cutting power was poor during surgery. The retina was pulled and a retinal tear occurred in 2 cases. Additional information was requested, but was not received.

Manufacturer narrative:
A sample has been received, but in house evaluation has not been completed. (B)(4).